Event description:
It was reported that approx three months post stent implant in the right mid-sfa, the pt presented with leg pain. Imaging demonstrated that the stent had fractured and was partially occluded. An add'l stent was deployed and balloon angioplasty was performed as treatment, with good results. The pt is reported to be doing well.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The stent remains implanted; therefore, not available for eval. The event investigation is currently underway.